Manufacturer narrative:
Investigation conclusion: it is indicated that the product is not returning for evaluation. As the patient's wife was unable to provide a lot number, a manufacturing record review and testing on reserve sample from the same lot could not be performed. Further investigation is not possible at this time. Based on the information available, there is no indication of a product deficiency and no corrective action is required.

Event description:
The patient's wife called in response to inratio system withdrawal notification. The patient was reported as sometimes experiencing a discrepant low inratio inr result as compared to a laboratory method. On (B)(6) 2016, the patient received an inratio inr result of 2.9 while the patient was taking a quarter dose of sintrom. On (B)(6) 2016, the patient was transferred to the hospital for bleeding and clinicians were unable to stabilize him. The laboratory inr result was 6.0. The patient died from an unspecified cause on (B)(6) 2016. No additional information available.